Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected sections b1 and b2 as they were unchecked and should have had the following checked: (b1) adverse event; (b2) life-threatening, hospitalization - initial or prolonged, required intervention to prevent permanent impairment/damage (devices).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient was re-hospitalized with acute cardiac decompensation 1 month and 12 days (40 days) after the implantation of an inspiris resilia valve model 11500a21 implanted in the aortic position. On echo, extensive complicated endocarditis was observed. As reported, extensive peri-annular pseudoaneurysm formation and compression of the left atrium and severe aortic valve regurgitation were noted. The patient also suffered from a sternitis and mediastinitis. During redo surgery with attempted bentall procedure, the tissue of the right ventricle ruptured and due to severe adhesiolysis of the tissues it could not be recognized and no access to the aorta can be obtained. After multidisciplinary consultation in or it was decided to stop the procedure. The patient died 2 days after surgery. It was unknown if the event was related to the edwards device. The valve was implanted in full sternotomy. Enucliation dsas (discrete subaortic stenosis) and pulmonary valve replacement (hg) were performed concomitantly. As reported, the original implant was successful.